Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas would wake but would not unlock despite multiple attempts, including removing the case, verifying charge, cleaning the screen and hands, holding the wake button for eight seconds, and attempts by a third party; a replacement device was provided. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued use of the patient¿s cgm and no medical intervention or hospitalization. Investigation included customer service troubleshooting and request for user-provided video. Investigation of this device revealed a device operational failure consistent with a screen damage prevented the touchscreen from responding the touch. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface component.